Event description:
It was reported that this pacemaker and non boston scientific right ventricular (rv) lead exhibited impedance measurements of greater than 3000 ohms. The device also exhibited noise which appeared to be due to minute ventilation (mv)/ respiratory sensor oversensing. The device was reprogrammed. No adverse patient effects were reported. The device remains in service. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; and oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker and non boston scientific right ventricular (rv) lead exhibited impedance measurements of greater than 3000 ohms. The device also exhibited noise which appeared to be due to minute ventilation (mv) signal oversensing. The device was reprogrammed. No adverse patient effects were reported. The device remains in service. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; and oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker and non boston scientific right ventricular (rv) lead exhibited impedance measurements of greater than 3000 ohms. The device also exhibited noise which appeared to be due to minute ventilation (mv) signal oversensing. The device was reprogrammed. No adverse patient effects were reported. The device remains in service. This device was included in the recent minute ventilation sensor signal oversensing advisory population. Additional information was received which reported that this patient was experiencing symptoms with rv pacing. Additionally, the rv pacing threshold measurements were higher after the previous reprogramming to unipolar pacing. A noninvasive programmed stimulation (nips) was performed due to the patient's history of atrial arrhythmias; therefore, the physician wanted to determine if an atrial arrhythmia could be induced. The patient was symptomatic with this while rv pacing. The device was reprogrammed and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.